Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9734137, serial/lot #: (B)(4). Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed was confirmed and the monitor was replaced. The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When the monitor is powered on there is no displayed image. It remains blank/black. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the monitor was not working. The ordered a new 24in touch screen and organized travel to the site. No patient was present at the time of the event. Additional information was received stating that the touch screen function was not working. They think that it is possibly from the control room monitor. The site has an extra navigation system as a backup in the event that a different navigation system malfunctions.